Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event. The device was visually inspected and functionally tested. During visual inspection, the keypad was found to be damaged. The cause was undetermined. To correct the condition, the membrane panel was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a damaged keypad. No additional information is available.